Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. 'Downstream occlusion' alarm was found in the event history log. The reported issue is unknown, therefor unable be verified. However, it was determined that the defective latch sensor and dso sensor were the root cause of the alarm in the ehl. The latch sensor and dso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the issue of the device is unknown. There was unknown patient involvement.